Event description:
It was reported that the device went into backup vvi mode and defibrillation capabilities were not available. The device could not be restored. The patient is currently in the ICU for non-device related issues and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient expired due to illness not related to the device.